Manufacturer narrative:
The bio-console external drive motor was evaluated. The motor failure was not verified during service. Service was unable to duplicate the reported issue. Performance check was performed per specifications with no issues noted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use this bio-console external drive motor instrument failed to start when perfusionist turned rpm knob. The instrument was replaced with a back up and there was no reported adverse patient effect. The bio-console instrument had been set up and recirculated earlier in the day and kept running for about 4 hours while they waited to initiate bypass with no issues noted. Customer noted patient pressure dropped to zero, they had rpms but no forward flow. Customer attempted to troubleshoot the issue and then began to handcrank to produce forward flow at about 2000 rpms. Customer changed out external drive motor by swapping out the cables and initiated cpb again after five minutes.

Manufacturer narrative:
The motor failure was confirmed based on assessment of the instrument's error log. The error log showed the customer rebooted and duplicated the issue with a motor error and a hard error. This confirmed what the customer experienced; rpm¿s, but no forward flow. The issue could not be replicated during service. Cause could not be established for why the flow rate was zero when the motor rpm's were running. Trends for issue with this product are monitored. If information is provided in the future, a supplemental report will be issued.